Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was loose. Customer's blood glucose level was 164 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the drive support cap was loose and sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with end cap broken off and loose/protruded drive support disk noted.